Event description:
Choice of a metal-back glenoid base with long keel size 44 as well as 2 screws length 36. Impaction and screwing impossible of 2 glenospheres size 36. The metal-back glenoid base with long keel was removed and a standard metal-back glenoid base size 44 and 2 length 40 screws were placed with one of the two size 36 glenospheres.